Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of chronic idiopathic urticaria was exacerbated by the lifevest equipment. Patient described the area as hives and white blisters which have not opened, wept, or bled. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream for the skin irritation. Follow up indicated that the skin irritation improved.